Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high impedance was observed on the left ventricular lead. No intervention has been performed; the patient's condition was stable and will continue to be monitored.

Event description:
It was reported that during device replacement, high impedance and noise were observed on the left ventricular (lv) lead. The device was reprogrammed in order to resolve the event. The patient was stable and there were no adverse consequences.